Event description:
It was reported that the programmer was slow to boot up; taking 10-15 minutes every 3rd boot up. Also, the stylus would not calibrate. It was swapped out, but the issue remained. The user also stated that while an interrogation session could be started, they would have to manually enter in the device in order to get the interrogation to complete. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2290 pacing system analyzer product. Event summary: analysis confirmed the customer comment that the programmer had a slow boot and that the stylus would not calibrate and both were attributed to a loose connections on the media processing unit and it was therefore replaced. Analysis also found that the keyboard was inoperable and that there was a broken latch tab on the cord door and both were replaced. Analysis also confirmed that the provided stylus would not "select" anything which was attributed to the cable insulation being cut and the stylus cable twisted, and that the programmer failed to interrogate wireless devices, and the stylus was replaced and calibrated and the radiofrequency transceiver were replaced to resolve. (B)(4).